Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2006 due to infection. All components were removed and replaced with cement spacer molds. Then on (B)(6) 2006 the patient underwent reimplantation of the left knee. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.